Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during generator replacement procedure, electrocautery was used and the pacemaker exhibited loss of output, resulting in cardiac arrest. External pacing was applied and the procedure completed with no further complication to the patient. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.